Event description:
Prior to the CABG/mv repair, the perfusionist completed the pre-operative checklist for the sarns 9000 heart-lung machine. Pump #5 on the heart-lung console did not turn on. The perfusionist began "troubleshooting" and the pump was turned off and all controls examined. It was realized that one switch was in the "off" position and was then turned "on". The console was activated again and the pump seemed to be working appropriately. However, the perfusionist did not perform another pre-operative checklist. If the perfusionist had performed the checklist, the perfusionist would have noted that the bubble detector was in the "off" position and had not been reset after the "troubleshooting" session. The procedure was commenced and shortly after initiating cardioplegia, the perfusionist noted air in the arterial line near the oxygenator along with an empty venous reservoir. The aortic cannula was then clamped. The perfusionist was attempting to rid the pump of the air while the cardioplegia pump was still functioning, drawing additional air through the system. The perfusionist shut the cardioplegia pump off and another perfusionist came in to assist. They were successful in removing all the air from the line and the procedure was restarted. It was for approximately 6 minutes in which the patient did not have any blood circulating. During this time, the patient was receiving 100% oxygen via mask and placed in the trendelenburg position.